Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was fond on the patient's vns. The patient has been referred for surgery. A review of device history records for the lead and generator shows that no unresolved non-conformances were found. The devices met all specifications for release prior to distribution. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.